Manufacturer narrative:
Siemens filed the initial MDR 2517506-2019-00415 on (B)(6) 2019. Additional information (B)(6) 2019: the customer contacted a siemens customer care center (ccc) to report discordant, falsely low carbon dioxide results obtained on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse performed bottom of cuvette correction (bocc) on sample probe and reagent (r2) probe. Cse also replaced sample (s1) mixer, aligned and primed the probe, ran quality controls (qc). There is no evidence of a product nonconformance. Siemens concluded that the replacement of the sample mixer resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2019-00416_s1 was also filed for this event.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report discordant, falsely low carbon dioxide results obtained on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse performed bottom of cuvette correction (bocc) on sample probe and reagent (r2) probe. Cse also replaced sample (s1) mixer, aligned and primed the probe, ran quality controls (qc). The instrument is performing according to specifications. MDR 2517506-2019-00416 was also filed for this event.

Event description:
Discordant, falsely low carbon dioxide patient results were obtained on a dimension vista 500 instrument. The initial discordant results were not reported to the physician(s). The same sample was repeated on the same dimension vista 500 instrument, resulting in a higher value. The same sample was repeated again on an alternate dimension vista 500 instrument. The repeat result from the alternate dimension vista was reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.